Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a bilaterally implanted patient had a light adjustable lens (lal sn (B)(6), +13.0d) explanted from the left eye (os). The explanted lal was replaced with another lal (sn (B)(6), +13.0d). Rxsight's first awareness of this event was on (B)(6) 2023. Reference MDR 3012712027-2023-00076 for the report on the right eye (od).